Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting to follow-up with the patient, due to the patient not having time to answer all the questions . The patient refused to answer the follow up questions. The cca was advised by the patient that at on unspecified date and time they obtained inaccurate results of 22mg/dl with the subject meter and 80 mg/dl with another device (verioiq), performed out with 30 minutes. It is unknown if the results would/would not meet lifescan's accuracy criteria as the time difference between the results is invalid. The patient stated they manage their diabetes with diet and/or exercise alone. It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product. The patient claims they developed symptoms of sweating, shaky and cold feet at an unknown, the patient does not know if the symptoms started before or after the product issue. The patent then alleged self-treatment with food and/or drink on (B)(6) 2016 at 3am. Another device (ot verioiq) was used on (B)(6) 2016 at an unspecified time, the patient alleged observing a blood glucose result of "80-80mg/dl". At the time of trouble shooting, the cca was unable to confirmed the subject meter was set to the correct unit of measure, however did confirm the correct sample site was used. The patient was unable to confirm what the issue was with the result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.